Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating in the patient's leg even though the activation toggle switch was confirmed to be in the "off" position. Staff removed the device and noticed the jaws were burnt and the silicone coating appeared to be peeled back from the heating element wires. There were no pieces that required any retrieval from the patient. They used a replacement unit to complete the procedure with the same hemopro cable. The hospital did not report any patient complications.